Manufacturer narrative:
Manufacturers investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: gastroenterology was consulted and did a small bowel enteroscopy which showed one angiodysplastic lesion with no bleeding in the proximal jejunum.

Manufacturer narrative:
Approximate age of device - 7 months. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient recently underwent colonoscopy on (B)(6) 2019 and several polyps were removed, and no episodes of hematochezia/melena. Patient has been off coumadin for two weeks. Routine lab checks noted a drop in patient hemoglobin of 9.4 to 7.4 gm/dl. Patient remained asymptomatic with stable mean arterial pressure and no alarms. Patient was admitted for work up and transfusion. It was reported that the patient underwent another colonoscopy on (B)(6) 2019 that showed non-bleeding angiectasia in the mid jejunem and was cauterized. Patient experienced a drop in hemoglobin levels, and received 6 times IV iron infusions and was continued on oral iron therapy. Patient was discharged on (B)(6) 2019. No further information provided.